Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was shot and had high blood glucose. Paramedics were called and customer was transported by helicopter to the hospital. Customer's blood glucose reading at the time the paramedics arrived was high. Caller stated that the customer was released the following day, but customer has to go back to the hospital due to high blood glucose. Nothing further was reported.